Event description:
During removal of the JP \[jackson pratt]" drains, mild resistance with removal of left sided JP drain was noted with concerns for a portion of the drain being retained. A CT Lumbar spine was obtained noting a 4.0 cm linear foreign body in the left dorsal paraspinal musculature extending up to the superficial myofascial plane with air foci adjacent to its deep portion. This could correlate with the retained fragment of left-sided JP-drain.